Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter alleged inaccurately high control solution values. The reporter claimed obtaining control solution readings of "228 and 223 mg/dl." When changed to a different lot number and box, the reporter claimed obtaining control solution readings of "140 and 126 mg/dl." This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.